Manufacturer narrative:
(B)(4). Information regarding patient age, gender, weight, race, ethnicity, and medical history were not provided. Concomitant med products: pulserider y 3 mm, 8 mm arch. The physician was treating a middle cerebral artery (mca) bifurcating aneurysm with the pulserider device; the physician was made aware in advance that this was considered an off-label procedure for the pulserider device per the indications. The physician attempted to treat the aneurysm with two differently sized pulserider devices: the pulserider y 3 mm, 8 mm arch (301d / w2556-07) and the pulserider t, 3 mm, 8 mm arch (201d / w3132-02). Both devices failed to properly cover the aneurysm neck. The physician reported that he was not comfortable with how the device opened and did not feel that it positions or correctly seated itself at the aneurysm neck; the physician was not able to advance the system or the device forward in both sizes of the pulserider in which the physician concluded that this may have been a device deployment and positioning issue. There was no report of patient consequence or complication associated with the reported issues. There was no procedural delay as a result of the reported device issues. The patient¿s post-operative status was normal and he was discharged within 24 hours. The procedure was reported to have successfully completed. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (w3132-02) presented no issues during the manufacturing or inspection processes related to the reported complaint. Mrr-0708 was created because several devices failed visual inspection due to defects in the applied heat shrink tubing. All affected devices were scrapped, and all remaining devices were accepted. All product rejected during manufacturing was identified as scrap and properly accounted for. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of causes and possible contributing factors could be made. As such the investigation will be closed. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008680601-2018-00546 and 3008680601-2018-00547 missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. Additional information will be submitted within 30 days of receipt.

Event description:
The physician was treating a middle cerebral artery (mca) bifurcating aneurysm with the pulserider device; the physician was made aware in advance that this was considered an off-label procedure for the pulserider device per the indications. The physician attempted to treat the aneurysm with two differently sized pulserider devices: the pulserider y 3 mm, 8 mm arch (301d / w2556-07) and the pulserider t, 3 mm, 8 mm arch (201d / w3132-02). Both devices failed to properly cover the aneurysm neck. The physician reported that he was not comfortable with how the device opened and did not feel that it positions or correctly seated itself at the aneurysm neck; the physician was not able to advance the system or the device forward in both sizes of the pulserider in which the physician concluded that this may have been a device deployment and positioning issue. There was no report of patient consequence or complication associated with the reported issues. There was no procedural delay as a result of the reported device issues. The patient¿s post-operative status was normal and he was discharged within 24 hours. The procedure was reported to have successfully completed.

Manufacturer narrative:
(B)(4). [Conclusion]: the physician was treating a middle cerebral artery (mca) bifurcating aneurysm that was somewhat spherical in shape and measured to be roughly 3 mm x 3.5 mm with the pulserider device; the physician was made aware in advance that this was considered an off-label procedure for the pulserider device per the indications. The physician attempted to treat the aneurysm with two differently sized pulserider devices: the pulserider y 3 mm, 8 mm arch (301d / w2556-07) and the pulserider t, 3 mm, 8 mm arch (201d / w3132-02). Both devices failed to properly cover the aneurysm neck. The physician reported that he was not comfortable with how the device opened and did not feel that it positions or correctly seated itself at the aneurysm neck; the physician was not able to advance the system or the device forward in both sizes of the pulserider in which the physician concluded that this may have been a device deployment and positioning issue. The pulserider device did not achieve proper neck coverage and position from the physician¿s point of view; the physician completed the diagnostic portion and chose to surgically clip the aneurysm instead of treating it from the endovascular approach. There was no report of patient consequence or complication associated with the reported issues. There was no procedural delay as a result of the reported device issues. The patient¿s post-operative status was normal and he was discharged within 24 hours. The procedure was reported to have successfully completed. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (w3132-02) presented no issues during the manufacturing or inspection processes related to the reported complaint. Mrr-0708 was created because several devices failed visual inspection due to defects in the applied heat shrink tubing. All affected devices were scrapped, and all remaining devices were accepted. All product rejected during manufacturing was identified as scrap and properly accounted for. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of causes and possible contributing factors could be made. As such the investigation will be closed. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008680601-2018-00546. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.